Event description:
Additional information received from the consumer reported there was increased bowel movements which led to the event and the return of bowel incontinence had been resolved.

Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. Her symptoms returned which was bowel incontinence. She keeps moving bowels. She noticed pp (patient programmer) showed the batteries were low and she replaced them. Patient also mentioned that the batteries that came with the pp were too skinny. They were aaa batteries but looked too skinny. Patient then got the right batteries and pp was working. She increased stimulation to 1.6 volts. She was on program 3. Symptoms reported were bowel incontinence. Event date was (B)(6) 2016. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.